Event description:
A log review was requested for a reported overinfusion of cardizem. Details of the event are as follows: cardizem (125mg/125ml) was ordered titratable to start at 5mg/5ml per hr on (B)(6) 2012. Nurse #1 started the medication at 5ml/mg per hr and said she put the vtbi at 50ml. Nurse #2 took over while #1 was at break and titrated the drip to 10mg/10ml per hr per md order at 2026, then reduced the drip back to 5mg/5ml per hr at 2050. When nurse #1 returned from break, the total volume (125ml) had infused. They believe only 12.5mls should have infused in the 2 hrs, yet 125 mls infused. There was no pt harm or medical intervention. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). No device returned, log review pending. The customer has provided event logs and the dataset for eval. A f/u report will be submitted once the investigation has been completed.